Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user did not see drips of insulin out of the patient line during fill tubing. The user's blood glucose level was 190 mg/dl. Reportedly, the user would change the cartridge.